Event description:
It was reported stating that during a breast biopsy with the ex holster, the marker did not deploy properly. They changed markers and completed the case with no consequence to the patient.

Manufacturer narrative:
Introducer detached from handle. Evaluation summary: the analysis results confirmed that one mam3008 applier was received with the introducer tube detached from the handle and the collagen plus with the clip present. Functional test could not be performed due to the condition of the returned applier. Additionally, the analysis results found that the tip of the introducer tube was received sheared off. While no conclusion could be reached as to how the reported damage occurred, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.